Manufacturer narrative:
Concomitant medical products: 3889-28 interstim urinary mgu lead, implanted (B)(6) 2019, 3058 interstim urinary mgu ipg, lead implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.